Event description:
Approx 11 years postoperatively, the valve was explanted due to aortic regurgitation. It was reported the pt experienced aortic regurgitation, thought to be "leakage", immediately following implant in 1993, but refused reoperation. In 2004, tee demonstrated severe mitral regurgitation (p1 prolapse), moderate aortic regurgitation (transavalvular and paravalvular), a dilated ascending aortic aneurysm (5 cm), and an ejection fraction of 61%. Preoperative cineangiography demonstrated the leaflets opened and closed. At reoperation, no pannus or thrombus was observed, the leaflets functioned normally, and the cause of the leakage was unknown. The aortic valve was explanted due to the possibility of pannus and two patent foramen ovales (5 cm, 8 cm) were closed with suture. A 23mm valve from another MFR was then implanted and the native mitral valve was replaced with a 27mm valve from another MFR. The pt had a history of aortic stenosis and regurgitation, mitral regurgitation, and atrial fibrillation. It was reported that the surgeon has no concerns with the valve's performance.